Manufacturer narrative:
Analysis found that the reason for return can't be confirmed , the interface was received in good condition , there were no deviations found. The interface has been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface did not work and had no stimulation response. There was no patient impact.